Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient didn't like feeling stimulation all the time. Patient stated if he turned over, he can feel the stimulation and it gives him little jolts. Patient stated he would love if he can be programmed to where he doesn't feel the "tingling." Patient stated that this have been going on forever. Patient services redirected the patient to follow up with his healthcare provider to discuss possible reprogramming. No patient symptoms were reported. No further complications were reported/anticipated.